Manufacturer narrative:
The device history record (DHR) for lot 16a123562 indicates that there were zero (0) defects found in (B)(4) samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. The returned samples demonstrate inconsistencies in the folded edge. Because of this the root cause is most likely attributed to the raw material width being out of specification or unevenly wound. As a result of this the in line edge sensor may not detect the areas of inconsistent fold in the vision system. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected from each machine at the beginning, middle, and end of each lot for bad weave. In addition there is an in-line edge sensor and vision system in place to monitor for raw edges. The lot met all defined acceptance requirements and was released. No complaint trend exists, therefore, no corrective action is required at this time. This information will be utilized for trending purposes to determine the need for corrective actions. A quality notice was posted to the quality spotlight board in the main hallway of the plant to raise awareness of this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/20/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the item inside the custom pack was frayed and unusable.